Event description:
As reported to coloplast, though not verified, the patient was implanted on (B)(6) 2022 with an altis device. The device failed, having separated and eroded into and extruded through the vaginal wall. Patient underwent subsequent surgery to remove the device on (B)(6) 2023.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional information was reported to coloplast, though not verified. Prior to the removal of the atlis, the patient presented with vaginal mesh exposure and vaginal pain. Intraoperative finding at time of excision: examination under anesthesia confirmed foreign material (blue suture and white mesh) exposed in the right sulci. A portion of the mesh and fibromembranous tissue was excised in addition to suture material. The patient reportedly still had pelvic pain in (B)(6) 2023.